Manufacturer narrative:
The device was received by bench repair on 16-april-2021. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the battery pca would need to be replaced. The bench confirmed that the defibrillator cap was out of spec and would nee to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca and defibrillator cap. The battery pca and defibrillator cap was replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement.